Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture and when examined, it was found the measured amplitude had fallen below the acceptable values. The patient was examined by fluoroscopy and it was found this lead had dislodged. A procedure to explant and replace the lead was scheduled with no specific date given but at this time it has not been carried out. No additional adverse patient effects were reported.